Event description:
It was reported that a physician used an endeavour resolute rx drug eluting stent during pci surgery in a patient with coronary heart disease. The stent became dislodged during the procedure and the event was suspected to be caused by thrombus. Intervention was carried out using a snare. No injury is reported to have occurred to the patient. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.